Event description:
It was reported that during testing, the device continues beeping and not turn on. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Did not notice any external damage. The customer stated problem was duplicated. The main board was inoperable. The main board was replaced during the repair process for the issue. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.